Event description:
It was reported to baxter (B) (4) that the reservoir of a infusor multi day had ruptured at the patients home after it was filled. The device was filled with morphine hydrochloride and saline. Several infusor bottles which had been filled were stored in the patient home; one of them ruptured during storage. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Additional narrative: the device has not yet been received for sample evaluation. Should the device or additional information be received, a follow-up report will be submitted. (B) (4)